Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost weight and the ipg became tilted and the patient was unable to charge. The programmer reported a communication error. An sjm representative confirmed the ipg was inoperable. The ipg was explanted and replaced with a different ipg model. The patient's therapy was restored and the issue was resolved.